Event description:
It was reported that balloon rupture occured. Vascular access was obtained using a 4f non-bsc introducer sheath utilizing an ipsilateral antegrade approach. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified posterior tibial artery. After an unspecified guide wire crossed the lesion, a 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. On the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was simply removed intact. The procedure was completed with a different device. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Age at time of event: under 18 years. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon ruptured after the balloon had been inflated above its rated burst pressure. (B)(4).